Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing are in progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported no image appeared from the scope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The returned subject device was evaluated, and the reported image failure was not reproduced during testing. The device was connected/reconnected 100 times and operated according to the instructions for use (IFU) for 1 hour (aging). No abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed the reported image failure. A definitive root cause for this issue was not established. However, it is probable that the issue potentially occurred as a result of the following: ·the power on the device was turned off ·the video connector was not securely connected ·foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint may have been deposited on the electrical contacts of the endoscope connector olympus will continue to monitor field performance for this device.